Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, at 11:15 am, the patient began experiencing symptoms of illness and excessive thirst after applying the sensor to the arm. The patient uses the insulet omnipod5 system in modified closed loop mode. Upon checking, the estimated glucose value (egv) was 167 mg/dl, while a fingerstick bg test showed 485 mg/dl. The patient self-administered 20 units of humalog insulin via syringe. After approximately 90 minutes, the patient reported feeling better but subsequently vomited. At that time, she was unable to check bg or cgm readings. Concerned about her condition, the employer called emergency services. Upon arrival, paramedics performed a fingerstick test, which showed a bg of 465 mg/dl, while the egv was 202 mg/dl. No treatment was administered by paramedics. In the emergency room (ER), bg and cgm readings could not be obtained initially. The patient was given IV fluids, and no additional procedures or testing were performed. After an unspecified period, bg was measured at 379 mg/dl, with an egv of 215 mg/dl. Monitoring continued. According to the patient, a final bg reading of 289 mg/dl was obtained before the sensor was removed. She reported feeling better and was awaiting discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b and c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. The allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined because there were no calibration attempts to review. No additional patient or event information is available.